Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch episodes were observed due to far r-wave oversensing in-clinic. The patient was asymptomatic. Programming changes were recommended, and the patient will be monitored remotely.